Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown expedium verse screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that a l4-s discectomy and fusion (l4/5 to s) was performed on (B)(6) 2022. The two cages were used at l4 and l5. The surgery was completed successfully without any surgical delay. On (B)(6) 2022, the patient complained of pain, and back-out of the cage was confirmed. The revision surgery was performed on (B)(6) 2022. The cage was removed because the posterior cage seemed to be the cause of pain. Then, decompression was performed. Patient outcome is reported as stable. No further information is available. This report captures the back-out of the cage occurred after the primary surgery. Then, the revision surgery was performed and related complaint (B)(4) reports that the patient complained of pain again after the revision surgery. This report is for unknown expedium verse screws. This is report 1 of 1 for complaint (B)(4).